Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was being implanted with a neurostimulator for urinary incontinence. It was reported that numerous impedance readings were out of parameters when the battery was connected to the lead. The issues were resolved at the time of the report. It was noted that nothing happened to the patient and there were no symptoms; it was a defective battery. The lead was implanted and the patient was getting good motor response when the tested the lead with the screener. When the lead was hooked up to the implantable neurostimulator (ins), greater than 4,000 ohms was seen. It varied from 01, 02, 12, and 03. They disconnected and wiped down the lead about three times and, also, rinsed the lead with water and was seeing the same result. When the physician was inserting the lead into the header block, they were seeing the blue at the end of the ins header. After wiping the leads and re-inserting the lead with the thumb position at 6 o'clock, they were seeing greater than 4,000 ohms on 01 and 12. Programming using contacts 0-1+ had no motor response up to 3.5 v and testing electrodes 1-2+ had no motor response at 3.5 v. Contact 0 had a motor response at 0.9 v, contact 1 at 1.1 v, contact 2 at 1.1 v, and contact 3 at 0.7 v. The leads were securing to the header block and did not come out when they gently tugged on the lead. They physician implanted a new ins and all impedances were within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ipg (B)(4) found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.